Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that an apollo catheter ruptured in the middle section. Through a chaperon 6 fr guide catheter, the apollo microcatheter is advanced over a hybrid 0.07 microguide, upon reaching the distal part of the vessel, an injection is made with a 3cc syringe with saline solution and contrast medium in the medium, visualizing that it did not fill the tip of the vessel, but it filled the main vessel, so it was decided to remove the microcatheter, visualizing a rupture approximately 10 cm from the beginning of the soft segment of the microcatheter. There was no friction or difficulty during delivery. The injection rate was 3cc. Aside from the rupture there was no damage to the catheter. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. The patient was undergoing arteriovenous fistula (avf) embolization. The access vessel was the branch of the distal part of the left vertebral artery with a diameter of 2mm. Vessel tortuosity was moderate. No medical or surgical intervention was required. No patient symptoms or complications were reported.  Ancillary devices: chaperon. Microvention ref gc695m2s1 guide catheter, hybrid 0.07 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no embolic agent is injected through the apollo catheter, only saline solution with contrast.

Manufacturer narrative:
H3: the apollo micro catheter was returned for analysis. No damages were found with catheter hub. The apollo micro catheter total length was measured to be ~171.2cm, the usable length was measured to be ~164.8cm which is not within specification (specification per 165.0cm ± 2.5cm). The apollo distal floppy segment was measured to be ~26.3cm which is within specification (specification per dwgs105-5097-000 rev. Ab: 25.0cm +2cm -1cm). The catheter body was found to be ruptured at ~23.2cm from distal tip. The tubing material at the rupture exhibited stretching. The detachable tip was found to be intact. Distal tip appeared to be in good condition. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed. The returned apollo appeared to have ruptured due to over-pressurization, resulting in pressures exceeding the limits of the micro catheter. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded; injection rate; use of palm of hand pressure or increased injection force against resistance. It was reported there was no resistance during injection of saline and contrast, and no kink or damage seen on the apollo micro catheter. Per the apollo IFU: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.